Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the keyboard on the 9800 system is not working. No pt injury was reported.